Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not pass the touchscreen test and keys were of alignment. The probable cause was due to the touchscreen being out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device had a touchscreen issue. No additional info was provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.